Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer responded to outreach call that the issue is the sensor specially at night it will alarm low when she is not and when she calibrate and she will end up getting a calibration error. The customer is not wearing a sensor now. The customer was advised to call when the time of the issue so that the helpline technician can troubleshoot.